Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, the home patient (hp) reported switching out the cassette while using the same solution bags in an attempt to clear the alarm. Use error and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
While troubleshooting for a check heater line alarm, a technical service representative (tsr) discovered a home patient (hp) attempted to clear the alarm by switching out the cassette while using the same supply bags. The event occurred during fill 1 of 5. The tsr instructed the hp to restart therapy using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.